Event description:
It was reported that the pump touchscreen was cracked unreadable, and unresponsive. Customer's blood glucose was 190 mg/dl. The customer reverted to an alternate form of insulin therapy.